Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure before implanting the lead for the trial stimulation phase, the dura was accidently pierced with the lead kit tuohy needle. The reporter stated that the procedure was aborted, and if the patient had no clinical signs of dural fistula, the lead implant would be reattempted in a few days. The lead was opened and not used. It was noted that the patient required hospitalization. It was reported after 24 hours of follow-up that the patient was suffering from a headache. He was being treated with clexane and rest. It was noted that the implant would not be reattempted for at least 10 days. A follow-up report will be made if additional information becomes available.